Event description:
At 2215 pt's bp decreasing. Levophed increased to keep mean greater than 65. New levophed hung and cosigned per (B)(6) rn and lines also checked per (B)(6) rn. Alex ruble also aiding in checking lines. Pt. Started on vasopressin and neo. To keep mean greater than 65. Propofol and versed off at 2200. Dr. (B)(6) was called in at 2215. Aline correlating with cuff and good wave form. Pt had good sat waveform throughout and sat greater than 93. At 2315 the levophed was put on a new pump and was effective on new pump, and pt stabilized. Work order was made for pump and pump number is (B)(4) and taken out of room. Pump was running and no beeps or alarms were going off that it wasn't working properly. FDA safety report ID # (B)(4).